Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing during recorded arrhythmias. However, it was noted that appropriate therapies were delivered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.